Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the issue that was discovered, the getinge field service engineer (fse) replaced the fiber optic assembly, performed fiber optic tests and verified proper function. The fse performed all functional and electrical safety tests and the iabp passed all tests, and was returned the unit to the customer as cleared for clinical use. The initial reporter named, is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as the contact information for the initial reporter: (B)(6).

Event description:
While performing a field action, the getinge field service (fse) reported that the intra-aortic balloon pump (iabp emitted intermittent "ap optical failure" messages upon power up. There was no patient involvement and no adverse event was reported.